Event description:
During an extracorporeal photopheresis (ecp) treatment, after approx 227 ml of whole blood processed, the centrifuge bowl exploded within the centrifuge chamber. The pt lines were immediately clamped, and the procedure was aborted. Blood escaped the centrifuge chamber onto the pump deck. The instrument was pulled from service and was cleaned and repaired by the MFR's contracted service company. (B)(4).